Manufacturer narrative:
B3: estimated date. B5: the additional four times were captured under separate reports. After receiving this complaint, we searched for other complaints [from separate incidents] and we didn't find any other complaint regarding the lot number 8916283. Checking the quality database revealed one non-conformity that is ongoing about gluing issue on the white luer lock. A similar case study was performed over the last four years based on same item number and same item defect [broken], no similar case was found. A risk management framework evaluation concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, the issue occurred approximately five times.

Event description:
According to the available information, the guide rod was defective. The white cone for uncoupling / turning was not firmly connected to the guide rod. Removal was only possible with a clamp. There were no patient complications.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.